Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. Analysis of the pump also found that the pumphead had deformed a pump tube. Analysis of the first catheter segment (pli 20) found no significant anomaly. Analysis of the second catheter segment (pli 30) found that the catheter body was broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen 400mcg/ml at 52.02mcg/day and dilaudid 20mg/ml at 2.601mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient heard the pump alarming. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated and the logs read. The pump showed two motor stalls and recoveries. The actions and interventions taken to resolve the issue was the patient was scheduled to be seen by the managing physician and scheduled to see the surgeon. The issue was not resolved. Surgical intervention did not occur but was planned but was not scheduled. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731 lot# serial# (B)(4) implanted: 2004 (B)(6) explanted: 2017 (B)(6) product type catheter product ID 8598 lot# serial# (B)(4) implanted: 2005 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-nov-02. It was reported that the pump replacement took place on 2017 (B)(6). The patient had reportedly lost a significant amount of weight and requested to move the pocket. Upon replacement, it was discovered that during the previous replacement surgery, the old catheter was left in the system. As the hcp detached the pump from the catheter and began to resect the catheter, the catheter easily broke apart. There was never csf flow and upon an attempt to aspirate the catheter with a needle, the hcp still could not prompt csf flow. It was then determined that the entire catheter would be replaced. The issue was considered resolved. Additional actions/interventions taken were unknown, and additional diagnostics/troubleshooting performed were unknown. Additional environmental, external, or patient factors that may have led or contributed to the issue were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.